Event description:
I has an abdominal hernia, very large repaired on this date and prolene mesh was used and from almost the beginning 6 weeks after surgery I began getting abdominal infections. Now after several appointments to clear this up, numerous doses of antiboitics and a surgery to take out the effected area, I am still left with an open wound 15 months later that won't heal and now going to another specialist to possibly have mesh removed which can be very difficult. Question? Could this 2003 safety alert: prolene mesh be what is causing my problems? Please help me.